Event description:
It was reported intermittent occlusion alarms have been occurring daily. There was no reported adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.